Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07085 it was reported that vessel dissection and stent thrombosis occurred. Vascular access was obtained via the femoral approach. The patient had a 90% disease in left circumflex (lcx) and 80% disease in left anterior descending artery (lad). After a 7f 3.5 mach 1 guide catheter and non-bsc guide wire cross the mid of the lcx, pre-dilation was performed with a 2x12mm non-bsc balloon catheter at 14 atmospheres. Another 2x10mm non-bsc balloon catheter at 8 atmospheres was advanced for dilation. Angiography was performed which showed vessel dissection distally. Subsequently, a 28x3.00mm synergy drug-eluting stent was deployed at 12 atmospheres in proximal lcx and the distal lcx was covered by 2.5x24mm promus element stent. On the following day, the patient developed chest pain. Angiography was again performed and showed patent stent in lcx. Optical coherence tomography (oct) of the synergy stent in proximal lcx showed vessel dissection and thrombosis. A 3x18mm non-bsc stent was deployed at 14 atmospheres to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Describe event or problem, device lot number, device expiration date, device manufactured date updated. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was further reported that vessel dissection was noted during implantation of a 28x3.00mm synergy stent and that the physician considered the stent to have caused or contributed to the vessel dissection.